Event description:
It was reported that there was a issue with two prostyle devices related to an unspecified procedure. Reportedly, the first prostyle "did not have threads" (cuff miss). The second prostyle had frayed sutures. Another prostyle device was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional prostyle device with reported issue referenced is filed under a separate medwatch report number.

Manufacturer narrative:
The device was returned for analysis. The reported cuff miss ¿did not have threads¿ was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.